Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. In addition, it was reported that the pump battery was depleting quickly. The customer's blood glucose was 120 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.